Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before an intraocular lens (iol) implant procedure, during loading trailing haptic was broken. There was no patient contact. Procedure was completed with another iol. Additional information was requested.